Manufacturer narrative:
Product ID, 3776-60 lot# serial# (B)(4), product type lead; product ID, 3776-60 lot# serial# (B)(4), product type lead; product ID, 37754 lot# serial# (B)(4), product type recharger; product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient felt a "strong vibration" that went "up and down" with the implanted system in (B)(6) 2012. The patient had 3 different reprogramming sessions and then the device "totally stopped working." An x-ray determined the leads had "fell down to the bottom of the spine." The patient had surgery on (B)(6) to replace the leads with surgical paddle leads. It was noted, the surgeon who placed the new leads was different and used "a loop when implanting to prevent it from falling." Additional information has been requested, but was not available as of the date of this report.